Event description:
It was reported that the right ventricular lead was undersensing and had low r-waves. The lead appeared to be dislodged per x-ray. The lead was explanted and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.